Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of the lens frame and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of difficulty visualizing during cases and no image was due to a damaged printed circuit board and plug unit, and for the additional finding, the most probable cause was traced to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image, causing difficulty in visualizing during cases. This issue occurred during a procedure, resulting in a 30-minute delay. The procedure, an esophagogastroduodenoscopy of diagnostic type was completed with the same device. There were no reports of patient harm.